Event description:
It was reported by service report that the fowler drifted when weight was applied in the up position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Investigation is ongoing. Results will be submitted in a follow-up report.